Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Aware date changed on 2020-01-31 due to new information received. According to the ssu they first became aware of the failure "head error" after receiving the unit on 2019-11-10 in their headquarter. Thus the new aware date is 2019-11-10. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
2020-01-10: the concerned drive was received by maquet. 2020-01-10: the failure head error could be confirmed after testing in the service department. 2020-01-21: unit was send to em-tec for repair. Under the service order (B)(4), dated on 2020-02-28 the technician from em-tec replaced the ild. The same failure was already investigated at em tec on 2017-02-27: the defective drive was sent to the supplier em tec for further root cause investigation: 2017-02-27: em tec report no. (B)(4): the reported head error is a result of wrong handling of the user see below causes. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11 contain detailed descriptions to prevent an ¿error head¿. The reported failure could be reproduced and confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
The equipment presented the error message "err head" on the displays after exceeding 1000 rpm. (B)(4).